Event description:
It has been reported that the device speakers are not functioning properly.

Manufacturer narrative:
Previously reported under MFR# 1646916, this case should have been filed under MFR# 3030677.

Event description:
It has been reported that the device speakers are not functioning properly.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.